Event description:
It was reported that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to dislocation. During the procedure, the dislocation could not be reduced. The modular head and taper adapter were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.